Event description:
Caller states that the following tests were taken within 10 minutes on the same device: 117mg/dl , 181mg/dl, and 289 mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.